Event description:
It was reported that during a peripheral stenting treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the femoral. The target lesion was located in the mildly tortuous superficial femoral artery (sfa). This 8x42x1350 sentinol biliary stent was selected for treatment and inserted over a non-bsc .035" 260cm guide wire. The sentinol stent delivery system (sds) became stuck on the guide wire during advancement inside the patient. The sds and the guide wire were removed from the patient together without difficulty. The procedure was completed with another sentinol stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with a guide wire protruding from both ends of the stent delivery system (sds). Dried blood was observed on the surface of the guide wire and sds. The guide wire was protruding 16cm from the proximal end of the sds and 84cm from the distal end of the sds. It was not possible to remove the guide wire from the sds. The outer diameter (od) of the guide wire was measured on the exposed ends and the maximum od was 0.0335". The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was used in anatomy not listed within the dfu, "the sentinol" nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the femoral. The target lesion was located in the mildly tortuous superficial femoral artery (sfa). This 8x42x1350 sentinol biliary stent was selected for treatment and inserted over a non-bsc .035" 260cm guide wire. The sentinol stent delivery system (sds) became stuck on the guide wire during advancement inside the patient. The sds and the guide wire were removed from the patient together without difficulty. The procedure was completed with another sentinol stent. No patient complications were reported and the patient's status is ok.